Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 10:00 pm after the end user alleged that he received higher than normal blood glucose readings from his prodigy diabetes meter. It was also discovered that the desiccants in the test strip vial were discolored indicating that they were not stored properly and were exposed to humidity or moisture. The end user was found unresponsive accompanied with a blood glucose reading of 184 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 41 mg/dl. The end user received an IV of fluid and his blood glucose increased to 130 mg/dl so therefore no further invention was warranted. No additional details were provided in regards to this medical event.